Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06375. It was reported that one of patient¿s lead showed high impedance. As a result, surgical intervention was undertaken where in the lead was explanted and replaced addressing the issue. It is unknown which lead is liable so both leads are reported.